Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. During troubleshooting with animas customer technical service, it was reported the pump¿s total daily dose basal history was inappropriate for the programmed basal rates without a known cause for the variation; the pump¿s basal history matched the programmed basal rates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2015-product analysis:the device was returned and evaluated by product analysis on 02/27/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a manual time change on 12/19/2014 from 23:33 to 11:34. No abnormal alarms or issues were evident in the data. The total daily dose history was appropriate for the user programmed basal rates. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test.